Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an ambulatory follow up, high pacing threshold was observed on the right ventricular (rv) lead. Diagnostic imaging revealed no anomalies. No intervention was performed. The patient was stable and will continue to be monitored.

Event description:
Additional information received indicated the high pacing threshold and pacing impedance on the right ventricular (rv) lead was resolved by explanting and replacing the lead. The patient was in stable condition.

Manufacturer narrative:
Additional information: as received, only the distal segment of the lead was returned for analysis. Visual and x-ray examinations did not find any anomalies on this piece, except procedural damages. Electrical tests that could be performed on this piece did not find discontinuities or shorts on any conduction paths. The reported events of high pacing lead impedance and high capture threshold were not confirmed.